Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the electrophysiology treatment for cardiac arrhythmia was completed on load low fluoroscopy. A philips field service engineer (fse) visited the site and identified that the x-ray tube cooling unit had failed due to oil leakage. To fse replaced the x-ray tube coolers and returned to philips for further analysis. The analysis confirmed the malfunction and identified that the cooling unit leaked at the de-aerating hose crimping. After replacement, the system was restored to proper working order. The codes have been updated based on the investigation's outcome.